Event description:
The screws are missing from the spring system in the end of the instrument. This event did not occur during the surgical procedure. Therefore, there was no adverse consequence to any patient or delay in surgical time.